Manufacturer narrative:
Event site name: (B)(6). The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Based on the information collected, it was established that when the event occurred, the surgical lights did not meet its specification, since rust occurrence and/or paint chipping could be considered as technical deficiencies, and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. According to subject matter expert at manufacturer¿s, the most probable root cause of this premature oxidation and paint degradation would be an incorrect operation handling before painting. The pre-treatment operation could be involved. The improper protection after rust or incompletely dry after rust process would have led to the containment and oxidization under the paint. So far, all the cases reported correspond to main arms manufactured before july 2016, hence by the supplier (B)(4). The painting suppliers have changed since july 2016. The current one is (B)(4) who has strengthened the process and parameters stability. No cases have been reported since the supplier (B)(4) has been replaced. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Getinge became aware of an issue with one of surgical lights - volista standop 400. The designated complaint unit employee stated based on photographic evidence, the rust and paint chipping occurred on the suspension arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.